Event description:
Add'l info received on 8/12/97 indicates reason to be fluid loss.

Manufacturer narrative:
Pump performed within specifications. Reservoir performed within specifications. Cylinders performed within specifications.